Manufacturer narrative:
(B) (4).

Event description:
Reported by the complainant as follows: bleeding occurred from rectum after 12 days fms inserted. Rectal fissure is confirmed by closer examination. Fissure is sutured.